Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that resistance was experienced during the load process. A syringe needle change was performed to address the issue. Customer also reported that the fill estimate was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer's blood glucose was approximately 300 mg/dl.